Event description:
The customer reported being hospitalized with high blood glucose of 365mg/dl. The customer stated that she had signs of diabetes ketoacidosis and nausea. The customer also mentioned that the insulin pump has cracks at the reservoir compartment. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was received with broken reservoir tube lip, missing reservoir tube o-ring, cracked case at the display window and reservoir tube, and missing end cap sticker. After testing it was concluded that the device operated within specifications.